Event description:
Pt reported that a comparison between the pt's surestep meter and a hcp meter was 108 mg/dl (ss) and 169 mg/dl (hcp) respectively (36% difference) while in a fasting state. No symptoms were reported. The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.